Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia event. There is a temporal relationship between the patient¿s hernia and pd therapy on the liberty select cycler. Based on the available information, it cannot be concluded if the liberty select cycler caused or contributed to the hernia event. Should additional information become available, this investigation will be reevaluated accordingly.

Event description:
It was reported that a patient had developed a hernia coincident with peritoneal dialysis therapy. The patient is scheduled for hernia repair (B)(6) 2018. The patient is currently continuing pd therapy with lower fill volumes (unknown volume) while waiting for the surgery.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An internal visual inspection was performed with no discrepancies noted. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.